Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead dislodged shortly after implant. During the post-operation evaluation the pacing thresholds had increased to 6 volts. This improved to 4.5-5 volts. The physician programmed the lv outputs at 6 volts. The physician did not want to reposition. An x-ray was performed and noted that the lead microdislodged. The patient was to be re-evaluated again the future. No adverse patient effects were reported.